Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 8.0-8.5cm from distal end. The etfe coating was intact at this location. Externalized conductors due to internal and external insulation abrasion were noted at 10.5-13.0cm from distal end. The etfe coating of one of the re conductor was abraded at this location.

Event description:
It was reported that externalized conductors were observed on diagnostic imaging. The lead was explanted. The patient was in good condition after the event.